Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: d8, h2, h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: noisy screen. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scope communication error e216. The issue occurred during setup. There were no reports of patient involvement.